Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the liquid crystal display isolation tape noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump switched off without previous warning. Customer's blood glucose was unknown. No further information reported.